Event description:
It was reported that during case the meta-tan compression screw was inserted correctly. Compression was achieved across the fracture. There was a little more room for compression based on the lines marked on the lag screw driver. A considerable amount of force was required to achieve the full desired compression. There was an audible squeak at the end of the last turn. The lag screw driver was removed and we proceeded with the distal locks. At the end of the case the surgeon tried to use the same driver to insert the meta-tan set screw. The screw fit on and captured correctly, however the driver would not turn the set screw. The surgeon removed driver with set screw still attached. The capture was released and the set screw was removed so that we could evaluate the issue. It was at this time that we noted a portion of the hex driver end was missing. Using c-arm, the surgeon located the small broken piece just inside the skin for the entry incision for the combo lag screws. The broken end of the driver was recovered. The surgeon then used the trigen medium driver to place the set screw. Final x-ray imagines were taken to insure proper place of the implants and to also insure there was no retained instruments or parts of instruments.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per report a portion of the hex driver broke during the procedure and was recovered from the patient. A medium driver was used to complete the procedure. Since no patient injuries are being reported and no apparent patient impact based on the details provided, no further medical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.